Event description:
It was reported that they were issues charging their implanted neurostimulator (ins) and reported event date as "for the last while." The patient reported they have to charge the implant in the morning and again in the evening or else the implant battery will be empty in the morning and noted this was different from their previous implant that they only had to charge like every 10 days, even though the settings were the same. The patient stated it used to take 30-40 minutes to charge their implant and it was now taking 3-4 hours. The patient added that there were days when they will see an error code and the stimulation will turn itself off and they have to reset and noted they called once before about this and were told to reset the controller. The patient stated this morning they had been charging the implant for an hour with excellent connection and a green flashing light and the controller had decreased to 90%; however, the implant battery was still showing red. The patient reported no visible damage to the recharger and confirmed charge speed was set to 4. Agent sent request to repair for replacement recharger. The patient mentioned having had a traumatic brain injury and reported they were currently switching managing healthcare provider (hcp) to the virtual assistant (va). The patient commented the battery in the new one was never great at holding a charge; agent reviewed implant battery depletion rates were based on the rapy settings and usage and redirected patient to their healthcare provider (hcp) to further address, if needed. (See pe 707089873 for no device found message issue)

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.